Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and received low battery alert less than 1 week and unexpected battery power loss, problem isolated to electronic assemblies. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the replace battery now alarm. Customer stated that the insulin pump did not received low battery alert prior to the replace battery now alarm. Customer states the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.